Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. It was reported that the patient was not treated with any medication for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available .

Manufacturer narrative:
Additional information : on an unreported date, the patient was treated with ceftazidime injection (1 gram intraperitoneal, frequency and duration were not reported). The patient was discharged three days after hospitalization and was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.